Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percentgae aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, " balloon must not cuff after deflation". No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed however DHR review was completed prior to sample evaluation. As the reported event is unconfirmed a labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a gynecology patient was inserted with a foley catheter in the operating room on (B)(6) 2024. The next day, when the physician tried to remove it, the catheter could not be removed and the patient experienced pain. So, it was removed by a urologist and upon removal, the tip of the balloon was off to one side. Per follow up information received via ibc on 30jun2024, there was no intervention provided for pain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a gynecology patient was inserted with a foley catheter in the operating room on (B)(6) 2024. The next day, when the physician tried to remove it, the catheter could not be removed and the patient experienced pain. So, it was removed by a urologist and upon removal, the tip of the balloon was off to one side. Per follow up information received via ibc on 30jun2024, there was no intervention provided for pain.